Event description:
It was reported that during a whipple procedure the device stapled but did not cut the tissue. A new device was used to successfully complete the case and there was no pt consequence.